Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed. Share log review was performed and no data was found. Pairing test with nordic bluetooth device: pass the complaint is not confirmed because the transmitter passed all testing. The reported event of a transmitter failed error was not confirmed. The root cause can not be determined

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.